Manufacturer narrative:
This device has not been returned. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
Boston scientific received information that this pacemaker was explanted due to normal battery depletion. During the explant procedure the right ventricular (rv) setscrew was found to be stripped. The physician pulled on the rv lead to remove it from the device header. The lead fell apart at the terminal end when it was being removed. The device was explanted and successfully replaced. The rv lead was surgically abandoned and not replaced due to the patient only needing atrial support. No adverse patient effects were reported.